Manufacturer narrative:
Device is a combination product. A synergy ous mr 2.75 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with a strut on the fourth proximal row in a lifted state. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23sep2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. No patient complications were reported and the patient was stable. However, returned device analysis revealed stent damage.